Event description:
It was reported that patient is a smoker. Had pain and infection on and off a few times since placement. Had had a few rounds of antibiotics. Bone loss got to bad, tooth 10. Symptoms as a result of the event: abscess, pain, inflammation. Additional appointment required: yes, longer implants placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.